Event description:
The patient reported experiencing low blood glucose (bg) that reached below 54 mg/dl, which led them to seek medical attention at the emergency room (ER) on (B)(6) 2025. The visit lasted a couple of hours. The symptoms included low glucose levels, and the diagnosis confirmed this. However, the patient does not remember the specific treatment provided by the medical professionals.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.